Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sh-rcu was not communicating for over 17 hours. A technical support specialist stated that the customer updated the internet protocol (ip) and resolved the issue. The system functioned as intended after the customer resolved the issue. Technical support specialist (tss) assisted the customer and reported to the complainant and infrastructure " that the ip was updated correctly and that it's currently communicating".

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.